Manufacturer narrative:
The instructions for use of palaxtreme list methyl-methacrylate as the main ingredient of the liquids. Getting in contact with this substance either sensitizes skin or provokes an allergic reaction after sensitization. The customer was tested positive for methyl-methacrylate as allergen. The manufacturing of prosthesis from these kulzer products can only be performed by handling the product with sufficient personal protective measures. Despite of the information the customer told, he must have used obviously the product without these recommended personal protection measures.

Event description:
The dental technician worked for one year with the material and he started to develop symptoms after weeks. The symptoms are irritations on fingers, palm, wrist like reddening and contact eczema. Further on, the dental technician complained about swollen eyelids. The dental technician sought medical advice by a medical doctor and was under clinical investigation. An allergy test was performed and methyl-methacrylate, hydroxypropyl-methacrylate, and ethyleneglycol-dimethacrylate were identified as allergens. The symptoms healed within 20 days without a given reason from the user about the treatment or any measures responsible for healing.